Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield broke off of needle. There was no report of patient or user impact. The following information was provided by the initial reporter: customer report a new incident where the safety shield fell off during blood collection, from needles 368607, lot#: 3093593.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield broke off of needle. There was no report of patient or user impact. The following information was provided by the initial reporter: customer report a new incident where the safety shield fell off during blood collection, from needles 368607, lot#: 3093593.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.